Event description:
It was reported the subject device had a swab stuck in the suction channel. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "swab stuck in the suction channel" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cotton swab in suction port cylinder. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.